Event description:
Complainant alleged that while attempting to cardiovert a pt, the device displayed a "defib fault 72" message. The clinicians were able to re-schedule the cardioversion and another device was used to deliver therapy to the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.